Manufacturer narrative:
The patient had the device implanted on (B)(6) 2024. He had desired the surgery for improvement of the flaccid length of the penis. On (B)(6) 2024, the patient returned for an in-office examination and the physician denoted that he had an irregularity on the left penile shaft. On (B)(6) 2024, the patient expressed interest in revision or removal due to the implant appearing off position. However, he had no pain, no fever, and no chills, and during an erection, the implant did not have the irregularities [folds]. On (B)(6) 2024, the patient had a partial removal of the implant, where it was mobilized and trimmed but not entirely removed. There were no complications after the revision procedure. On (B)(6) 2024, the patient reported that his penis started to have some swelling and 'puffiness'. There were no records or indication of issues with the implant between (B)(6) 2024 after the report of swelling and (B)(6) 2025. On (B)(6) 2025, the patient stated there were folds in the implant again, and he was seen in office. The physician denoted there was a fold on the distal aspect of the implant, and that there was no evidence of erosion, extrusion, or dislocation of the implant. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant one is: "temporary reactions, swelling and/or erythema, "patient dissatisfaction with results' and "wrinkling," may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Dissatisfaction with cosmetic results is an anticipated side effect of that is disclosed in advance. This anticipated side effect is included in the clinical evaluation that was submitted as part of the 510(k) processes, within the instructions for use, and a part of the informed consent process. The instructions for use also state that dissatisfaction with cosmetic results including wrinkling is an anticipated complication. The term " appropriate term not available" was chosen for investigation findings as the device remains implanted in the patient and unable to be investigated, however, there was no evidence of any usage or device errors during the investigation that was performed. The manufacturing date is not included in the label as pi.

Event description:
The patient had experienced capsular contraction, folding, and swelling.